Manufacturer narrative:
(B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 170 mg/dl (guide) and 402 mg/dl (performa). No adverse event reported. Return of the suspect device was requested for evaluation.